Event description:
Reporter alleged blood glucose read 521 mg/dl at 1:25 pm back to back with another result of 201 mg/dl at 1:30 pm. No actions were taken or treatment rec'd as a result reportedly. A request was made for the return of the suspect device and replacement product was sent.